Event description:
An event was reported to boston scientific that was described as: "I am an attorney and have a client who sustained a burn to her lower back during a cardiac ablation procedure, presumably from a grounding pad. I would like to know who I could speak with regarding the device and it's usage, and problems such as burns during the ablation procedure. I also request the name of any local representative if possible) who would be able to speak with me, and/or meet with me".

Manufacturer narrative:
A clinical follow-up information was obtained by boston scientific attorney stating that an attorney's client who sustained a burn to her lower back during a cardiac ablation procedure, during which a blazer ii device was used. It is boston scientific attorney's understanding that the injury was most likely sustained from at the point of grounding pad, perhaps from the hospital staff improperly placing the pad, or improperly using the device itself. Root cause can not be determined for this event, due to no product was returned to performed an analysis and no batch number was reported. No further information for event or patient preparation, procedure and other devices involved ws obtained. The specific root cause of the burn cannot be determined as numerous possible causes exists, including, but not limited to: inadequate skin preparation, expired or improperly stored pads, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodged due to patient movement, etc.